Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she experienced prolonged stinging and pain when using some sensors. Customer also reported experiencing high blood glucose levels over 300 mg/dl and low blood glucose levels below 70 mg/dl. No further information was provided.